Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found multiple issues with the instrument. The fse found bent sample probe, reagent r1 probe, and reagent r2 probes, diluted detergent out of specifications and noted photocal values shifted after photometer lamp replacement. The failure mode was identified as multiple part failure. The fse replace the photometer lamp, diluted detergent roller tubing, sample probe, and r1/r2 reagent probes which resolved the issue. Due to multiple part interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a component malfunction was the cause of this event. The fse performed system verification successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported generation of false low patient results for multiple analytes which includes na (sodium), k (potassium), cl (chloride), bun (blood urea nitrogen), ca (calcium), co2 (carbon dioxide), crea (creatinine), glu (glucose), and mg (magnesium) with low/negative anion gaps on the dxc 700 au clinical chemistry analyzer. The results were reported out of laboratory and later amended. The customer did not provide patient demographics., and the exact number of patient samples affected is unknown. There was no report of change to treatment, injury, or death associated to this event.